Manufacturer narrative:
The product was returned for investigation. While the balloon elements of the affected product were not missing, two were broken, with one of them fractured at the proximal joint. We confirmed that there were wrinkles on the balloon portion that are believed to have been caused by stress being applied during removal. No abnormalities were found on the production records. No complications have been reported. It is considered that the reported event may have been caused by exsessive force loaded on the balloon elements when the balloon removing by status of the combined use guide catheter or status of the balloon deflation, but the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. We are reporting this event because the proximal element joint fracture during the procedure can lead to vascular injury.

Event description:
The device was used via groin puncture in a case targeting a 90% stenotic calcified lesion in the iliac artery. After inflating the device three times to 10 atmospheres, the doctor attempt was made to remove it, but the catheter had resistance with the combined use guide catheter, making it impossible to remove. Therefore the doctor had repeated to inflate and deflate the balloon and then the doctor could withdraw the catheter. After removal, it was found that one of the balloon element had broken at the proximal joint.